Event description:
It was reported that a pacing ''failure'' was suspected when the external pulse generator (epg) was used on a patient. It was further noted that the specified battery for the epg had not been used. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4) the device was analyzed, and no anomalies were found.